Event description:
The reporter stated that the device was dropped. During evaluation, it was discovered that the alarm sounded bad. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated for being "dropped". The audible alarm speaker was found to be working but sounded bad and was replaced. This is being monitored for trends.